Event description:
While checking a pt's international normalized ratio with coagucheck system, no reading obtained after three attempts. Test strip error reported, machine cleaned. Called co, told that test strips could be defective (problem with packaging). Test strips sent back to co.